Event description:
It was reported the patient experienced a loss of therapeutic effect. The device was reportedly ¿not working¿ and had been turned off since 2012. In (B)(6) 2015, the patient also experienced ¿serious¿ pain. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product/(s): product ID: 3093-28, lot# v828528, implanted: (B)(6) 2011, product type: lead. (B)(4).